Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient met with their hcp on had appt (B)(6) 2024 for potential lead revision consult. And was referred to another hcp for a surgical consult which is scheduled 11/13/24

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the patient notified rep on 9/17/24 that he has a new provider and his first appointment is (B)(6) 2024. Surgery for lead revision is not planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. ¿do not use¿ red electrodes (all measuring 40000): 1,2,3,6, and 7 ¿avoid¿ yellow electrodes: 8, 9,10 ,11,12,13,14, and 15 with specific values given, ¿good¿ green electrodes: 0, 4, and 5. The patient had a loss of stimulation and a return of pain.  On (B)(6)2024, impedances were checked and the patient was reprogrammed. Patient reports no falls or injuries. He stated that a few weeks ago (exact day unknown) he started getting a message on his controller ¿cannot deliver desired settings¿ and he stopped feeling the stimulation. After meeting today (B)(6) 2024, rep was able to reprogram the patient and he could feel the stimulation again. Cause for impedances is unknown. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information from the rep indicated that the patient's ins and leads were removed on (B)(6) 2024 and replaced with new ones. The old ins and leads were connected and intact when explanting. The explanted devices were sent to the hospital pathology department per protocol. Patient had good coverage with his new ins and impedances were all within normal limits.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1: additional information was received and after further review, changing from malfunction reportable to serious injury reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing rep. Rep stated patient called today (B)(6) 2024 stating he could no longer feel his stimulation and had a message on the controller saying ¿settings not available¿. Rep met with the patient today (B)(6) 2024, checked impedances and electrodes 0,1,2,3,4,6,7 were measuring 40000 ¿do not use¿. Electrodes 5, 8,9,10,11,12,13,14,15 were ¿avoid.¿ patient reports no falls or injuries. He did state that he uses ¿yoga back roller¿, it¿s a giant roller that he uses on the floor and rolls it across his spine. Rep discussed a lead revision with the patient and he said he¿d like to proceed. Rep reached out to dr. Ante¿s office to let them know and the patient will be calling them today to schedule a surgical consult.